Event description:
Intermittent catheter patient (user) reported bleeding when using the m14c coude tip catheter and suffered a urinary tract infection (uti). During follow-up, the patient reported he recovered from the uti after completing the course of antibiotics prescribed by his doctor.